Event description:
The manufacturer received information alleging a ventilator inoperative error code was found during preventative maintenance on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was evaluated at the manufacturer service center for this reported issue. During the evaluation it was noted that an error code, communication failed between the user interface and therapy (e-0159), was observed in the device's error log. The manufacturer service technician evaluated and determined there was a communication failure between the system printed circuit assembly (pca) board and display pca board. In conclusion, the device's system pca and display pca boards were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the flow sensor and in-line proximal filter were replaced for contamination unrelated to the reported issue. The display was replaced for physical damage unrelated to the reported issue. The air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reported issue.